Event description:
It was reported that stent dislodgement which required additional intervention occurred. The 65% stenosed target lesion was located in the moderately calcified and severely tortuous left circumflex coronary (lcx) artery. A 3.00 x 32mm synergy ii drug eluting stent was advanced for treatment. The lcx was highly angulated and the stent could not cross the lesion. The stent dislodged and additional intervention was performed to remove the dislodged stent. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. Visual examination identified that the stent had been detached from the delivery system and stretched across the entire length of the stent. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. Visual and microscopic examination of the hypotube noted multiple kinks in various locations. Microscopic analysis of the stent noted the stent was returned detached from the delivery system with damage along the entire length of the stent with stent stretched. Balloon cones were reviewed, and no issues were noted. Bumper tip showed signs of distal tip damage. Dimensional testing revealed that the device was returned without the stent attached. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement.

Event description:
It was reported that stent dislodgement which required additional intervention occurred. The 65% stenosed target lesion was located in the moderately calcified and severely tortuous left circumflex coronary (lcx) artery. A 3.00 x 32mm synergy ii drug eluting stent was advanced for treatment. The lcx was highly angulated and the stent could not cross the lesion. The stent dislodged and additional intervention was performed to remove the dislodged stent. The procedure was completed with another of the same device. There were no patient complications reported.